Event description:
It was reported by the sales professional that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2012. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. Reportedly, the tech reported that "when the physician removed the white tube (advancer tube), the sealant was stuck to the distal end of the white tube, like a lollipop." The physician deflated the balloon, removed the device, and converted the patient to 45 minutes of manual compression. Allegedly, the physician followed the steps as noted in the IFU.

Manufacturer narrative:
Balloon loss of pressure was caused by a longitudinal tear approximately 6 mm from balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f f1208002) indicated that the mynx lot met all established performance criteria prior to shipment.